Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).

Event description:
The customer reported approximately few drops of diluent leaked outside the instrument at the probe and on top of sample tubes involving the coulter act diff 2 analyzer. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and was wearing protective gloves and a laboratory coat. Beckman coulter customer technical support guided the customer to remove the probe wipe block and clean it with bleach and water. The customer reattached the probe wipe block after cleaning and resolved the issue. No further fluid leaks were noted. The customer indicated system startup and controls were within the acceptable range at the time of the event. Patient results were not impacted. There was no operator injury or adverse effect associated with this event. The laboratory has an exposure control plan in place. The instrument was returned to normal operation.